Event description:
Patient reported that after a couple of day, the infusion device gives a w2 (battery low) warning message. Preliminary evaluation showed the check button on the infusion device does not respond. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of and received the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result this case was evaluated as a pcc due to the check button does not respond. There are particles inside the housing of the check button. The particles isolate the area of contact inside the button housing. Due to this problem the check button does not respond and is without function. The w2 was found in the history list. The pump correctly triggered the w2 warning when the battery went empty. The insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump and a heat generation can be possible. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.